Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower leg angiogram a check-flo valve on a 6x45 cook ansel sheath leaked. They used a .035 wire and then switched to a .018 wire. They were using a 2.5 pacific plus balloon, ds (atherectomy catheter), and a volcano ivus catheter. There were no additional issues with any products. The procedure was completed successfully with no additional procedures/interventions required for the patient. Everything was noted to be normal aside from the valve leaking. Additional patient, device, and event information has been requested.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. Although blood loss was reported, the patient did not require any intervention to treat blood loss.

Manufacturer narrative:
Description of event: as reported, during a lower leg angiogram a check-flo valve on a 6x45 cook ansel sheath leaked. They used a .035 wire and then switched to a .018 wire. They were using a 2.5 pacific plus balloon, ds (atherectomy catheter), and a volcano ivus catheter. There were no additional issues with any products. The procedure was completed successfully with no additional procedures/interventions required for the patient. Everything was noted to be normal aside from the valve leaking. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The customer returned one kcfw-5.0-18/38-45-rb-anl1-hc to cook for investigation in a used condition. A leak test was performed. The test confirmed the failure, as the check-flo valve showed leakage. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿instructions for use¿ ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.